Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a partial mastectomy and it filled up with an absorbable hemostatic agent. The breast tension was continuing for 2 to 3 years. Therefore the patient was undergoing drainage therapy. The drainage was brown with neutrophils. Additional information requested.